Manufacturer narrative:
Customer reports no information available. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cause of the issue could not be determined.

Event description:
The hospital reported an internal an error that results in a loss of mechanical ventilation. There was no report of patient injury.